Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure (batch no. 50700145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: sprintec. Concomitant products included hydroxyzine since 2018, ibuprofen since april 2013 to 2017 and sertraline hydrochloride (zoloft) since 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). In 2018, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/ abnormal bleeding (general)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping"), urinary tract infection ("uti,"), vaginal infection ("vaginal infection"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), nausea ("nausea,") and nervous system disorder ("nuero condit/problem") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes,"). The patient was treated with surgery (bilateral salpingectomy, essure coil removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, weight decreased, dyspareunia, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, depression, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, nervous system disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, nausea, nervous system disorder, pelvic pain, urinary tract infection, vaginal infection and weight decreased to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, psych injury, bladder/urinary problems: uti, vaginal infection. She received treatment for menorrhagia (heavy menstrual bleeding),general abnormal bleeding: no. Discrepancy noted inn insertion date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, essure removal details added. Action taken with drug updated. Case upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure (batch no. 50700145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: sprintec. Concomitant products included hydroxyzine since 2018, ibuprofen since (B)(6) 2013 to 2017 and sertraline hydrochloride (zoloft) since 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). In 2018, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/ abnormal bleeding (general)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping"), urinary tract infection ("uti,"), vaginal infection ("vaginal infection"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), nausea ("nausea,") and nervous system disorder ("nuero condit/problem") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes,"). The patient was treated with surgery (bilateral salpingectomy, essure coil removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, weight decreased, dyspareunia, abdominal pain, heavy menstrual bleeding, dysmenorrhoea, depression, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, nervous system disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, nausea, nervous system disorder, pelvic pain, urinary tract infection, vaginal infection and weight decreased to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/ abdominal, psych injury, bladder/urinary problems: uti, vaginal infection. She received treatment for menorrhagia (heavy menstrual bleeding),general abnormal bleeding: no. Discrepancy noted inn insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, lot number: 50700145 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.